Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad video. The issue was observed during preparation for use on a therapeutic procedure. The procedure was completed with a similar device and no reports of patient or user harm were associated with this event. The device was returned to olympus for a device evaluation and found image noise, e218 error, and b31 error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the ccd (charged coupled device) cable an image noise occurred and an image could not be displayed, due to damage on the ccd unit a e218 (scope malfunction error) occurred, due to damage on the ccd unit a b31(scope communication error) occurred, due to damage on the ccd unit the image had roughness, due to a scratch on the electrical contact of video connector the heater voltage did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide cover glass had a scratch, the light guide connector had a scratch, switch 1 had a scratch, the lock engagement lever had a scratch, the right/left and up/down plates had a scratch, the grip had a scratch, the control unit had a scratch, the angulation lever had a scratch, the video connector case had a scratch and a crack, and the video connector had a crack and a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.